Event description:
It was reported that the touchscreen monitors would not turn on. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power supply for the touchscreens is defective and will be replaced. No further problems are anticipated. Power supply on order. An additional report will be generated and submitted if further information becomes available.